Event description:
It was reported that the monitor on the 2600 system would intermittently flicker. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor, power supply, and the monitor cable were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.